Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (blocked elevator channel) was confirmed. Additional evaluation findings were as follows: the insulation read 5megaohm, a white dot showed on the image, affecting the orange cone, the up angulation was below standard, there were dents on the up/down free lever knob, the play was loose on the up/down knob, there were minor dents and scratches on the plastic distal end cover, the light guide lens had a crack, the bending section cover glue had a crack, and there were minor wrinkles in the light guide tube. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. The scope was washed three times and put in the medivator. The customer did not know what the foreign material was. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The endoscope was prewashed in the sink. The endoscope was flushed with detergent solution around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the elevator channel of an evis exera iii colonovidescope was blocked when automatically washed. The medivator failed three times. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, they were unable to check the auxillary water flow due to a clog. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. This report is linked to patient identifier: (B)(6).